Event description:
A high reading issue was reported with the adc device. The customer reported obtaining higher readings from the adc device compared to the built-in meter. The customer indicated feeling hypoglycemic and weak, receiving treatment with fruit juice and crackers provided by their mother. There was no report of death or permanent injury associated with this event. Sensor readings of 107 mg/d and 173 mg/dl were compared against built-in meter readings of 68 mg/dl and 77 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.